Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient had a skin reaction 6 days after the sensor was inserted in the arm. The patient developed inflammation and an infection under the sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. Per follow up by technical support on (B)(6) 2024, patient stated that on (B)(6) 2024, the patient went to an urgent care clinic and was prescribed an unspecified oral antibiotic medication for the infection. At the time of the follow up the patient confirmed the skin reaction site had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.